Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-04884. It was reported during a meeting with the patient, the patient stated he had lost stimulation therapy from his scs system approximately two months prior. The company representative performed a system diagnostics and found the patient's left lead contacts were all exhibiting high impedance. The representative was not able to resolve the issue with reprogramming. Subsequently, surgical intervention was taken and the physician replaced both of the patient's scs leads with new ones. Postoperatively, the patient's new scs system was programed and the patient reported receiving stimulation therapy in his current area of pain.